Manufacturer narrative:
A ge service rep performed an on site investigation. The left monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the left monitor on the 9800 system was blank during a case. The 9800 system had to be removed and the procedure was completed with another system. No pt injury was reported.